Event description:
Consumer called to report inconsistent reading with their meter. Ran a test against a lab result. Analysis run on clark error grid using lab reading (68) vs. Bd reading of 96 yielded data points in the d zone of the grid, outside of acceptable limits.